Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 18nov2019, a patient (pt) from argentina reported a diagnosis of a corneal ulcer in the left eye (os) while wearing an acuvue® oasys® brand contact lens. The pt reported going to the medic ¿due to irritation with the lenses.¿ the pt experienced irritation and foreign body sensation in the os. The pt is scheduled to see an eye doctor next week (unspecified date). The pt reported using unspecified eye drops every 4 hours for a week and has currently decreased to 3 times a day for a week. The event date is (B)(6) 2019. The pt refused to provide any additional information. No further information is expected. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect os contact lens was discarded. The lot number is unknown. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.